Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's alarm sound was not annunciating. The customer's blood glucose level had no adverse impact. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.